Event description:
I am reporting pure & clean lid prep spray (made by pure & clean). This product caused irritation to my eyes/eyelid margins, redness where applied & I feel it caused my eyes to have increased bacteria & dryness after using this product. I feel it damaged my eyes! I started using this product a few times in early/mid-june & after that, my symptoms started. I am reporting pure & clean company due to the product ingredient misinformation that is different on their website from what is written on the bottle. On their website, they list the pure & clean lid prep spray as having sodium hypochlorite (bleach). This is not listed on the pure & clean lid prep spray bottle. I have attached photos of the bottle and screenshots from the pure & clean company website. It is also disturbing that this eye care product is the only eye product they manufacture and that it is made together with surface disinfectants.